Event description:
Changed sensor as normal. Connection made properly and shortly after, approximately 1 hour it alarmed with low glucose readings. Acknowledged and remedied by eating an orange. Alarms for even lower readings continued. Remedied with a glucose tab; (I seldom need those). Low reads and alarms continued until I stick tested and found my glucose actually high 300's now. I needed to remedy that now. Removed sensor, logged online to see recall but my sensor serial number wasn't included yet had the same issues as described. Concerning. Attempting to get replacement again but its starting feel like the product isn't reliable due to numerous issues I had with them. From connection issues to the app, falling out after being applied and now this. This is the first time notifying the FDA because of its seriousness, the others were more of nuisances.